Manufacturer narrative:
No common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a tumorectomy. It was reported that pre-operatively, when the patient was entering the procedure room, the stealth merge button disappeared. The site used a different navigation system for the procedure. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.